Event description:
It was reported that the atrial lead experienced high bipolar impedance, loss of capture, and oversensing. The lead sensing and pacing polarities were programmed to unipolar. The patient subsequently reported experiencing a "thump" feeling in the chest occasionally, since the device programming took place. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead experienced high bipolar impedance, loss of capture, and oversensing. The lead sensing and pacing polarities were programmed to unipolar. The patient subsequently reported experiencing a "thump" feeling in the chest occasionally, since the device programming took place. The device and lead are still in use. It was further reported that the lead had high impedance and was oversensing in the unipolar configuration. The device was explanted and the lead was capped, both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.